Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer failed its common mode/wrist electrode functional test and it was attributed to a loose electrocardiogram connector and determined that its link electronic module board needed replacing. The programmer was to be scrapped. (B)(4).

Event description:
It was reported that the programmer originally returned as a trade-in device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.